Event description:
It was reported that a user experienced hyperglycemia with blood glucose values trending up to 182 mg/dl after self-treating an earlier low of 71 mg/dl with soda and cake without waiting to confirm an upward trend, and the agent guided the user through tubing fill and infusion set checks on the ilet system with no issues identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified involving overtreating low blood glucose, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.